Event description:
The recipient is reportedly experiencing intermittent lock, sound quality issues, and decreased power consumption. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Device revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly has not contacted the facility for further follow-up. A review of the device history record noted no rework. The recipient remains implanted and continues use of the device. This is the final report.